Event description:
During a redo atrial fibrillation procedure with the use of the tacticath se catheter, a cardiac tamponade occurred. It was believed to have been caused by too much pressure of the tacticath se catheter on the tissue in the interval between applications. The patient become hypotensive, and an ultrasound was performed to diagnose the tamponade. A pericardiocentesis was performed, stabilizing the patient. The patient was then transferred to cardiac surgery for repair. There were no alleged issues with any abbott devices.

Manufacturer narrative:
The log files indicate the tacticath catheter was used for approximately 131 minutes. The tc2 temperature value indicated the catheter was inserted into the patient after 1 minute. The optical fibers met specifications for cavity distance, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The log files showed measured forces during ablation up to 73 grams. The tacticath se contact force ablation catheter instructions for use (IFU) states that ¿contact force in excess of 70 g may not improve the characteristics of lesion formation and may increase the risk for perforation during manipulation of the catheter.¿ per the IFU, cardiac perforation is a known risk during the use of this device.